Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. Upon return, the distal end of the teflon sheath was at approximately 31.1cm from the iabc distal tip; blood was noted in the sheath sidearm. The one-way valve was tethered and connected to the short driveline tubing. The iabc bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample no obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0064in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using the lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon does not work properly and cannot be inflated or deflated properly" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " the balloon does not work properly and cannot be inflated or deflated properly, and then the procedure is stopped". Additionally it was reported that the catheter was removed in its entirety and a new catheter was not inserted "selection of other treatment modalities" was done. No patient injury or consequence reported. The patient's current condition reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported " the balloon does not work properly and cannot be inflated or deflated properly, and then the procedure is stopped". Additionally it was reported that the catheter was removed in its entirety and a new catheter was not inserted "selection of other treatment modalities" was done. No patient injury or consequence reported. The patient's current condition reported as "fine".